Manufacturer narrative:
Covidien service center confirmed the customer's complaint. Isolated to a damaged display lcd pcb. The display lcd was replaced.

Event description:
It was reported to covidien service center that the units was missing 1/2 the display segments. No pt involvement.